Event description:
Healthcare professional reported unknown side "implant rupture. Experienced about 5 cases in 10 years." Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.